Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving lioresal via an implantable pump for intractable spasticity. It was reported that the patient experienced itching and increased spasticity which started a couple of weeks ago according to a physician. The date (B)(6) 2016 is considered an approximate onset/date of event. The pump dose rate had been changed from simple continuous rate to a flex rate and after the symptoms the physician changed it back to simple continuous. The patient was admitted to a hospital on (B)(6) 2016. The patient's liver enzymes were elevated over 5000. The patient was placed on oral baclofen. It was noted that no benzos was given intravenously. The cause of the issue was unknown. The physician performed a dye study on (B)(6) 2016 which revealed no obvious leak. No surgical intervention occurred. It was unknown if surgical intervention was planned. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was unresolved as of (B)(6) 2016 and the patient was without injury regarding their status as of (B)(6) 2016. The drug lot number of baclofen was unable to be obtained. On (B)(6) 2016, an hcp reported that the drug concentration and dose rate were unavailable at this time. Other medication the patient was receiving at the time of the event was noted as being none. A computed tomography (CT) scan and catheter dye study was performed. Action/intervention taken to resolve the event included a change in dosing. The patient was administered oral medication and pump titration was further noted. The cause of the increased spasticity and itching was not determined. The increased spasticity and itching had resolved. The patient's medical history included cerebral palsy (cp) and keflex allergy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.